Manufacturer narrative:
Patient weight not available from the site. Initial reporter unavailable from the site at the time of filing. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information that while using the system for a procedure, the navlock handle was malfunctioning. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
Correction: initial reporter updated to proper value.